Event description:
It was reported when the physician attempted to pass the ultracinch device around the pt's left atrium, he experienced some difficulty and noticed that the cinch had partially separated from the snorkel. This was prior to the sutures being cut. This partial separation caused a gap on one side of the cinch/snorkel interface. When the ultracinch was successfully passed around the left atrium, the retention sutures were cut and the surgeon experienced difficulty removing the snorkel from the cinch. After twisting the snorkel, the pas and snorkel were removed.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. Date report submitted to FDA by MFR: (B)(6) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.